Event description:
Customer reported fault condition displayed during daily check out of device, no reported pt involvement. Service rep duplicated reported condition, device was repaired and proper operation was confirmed.